Event description:
Reportedly, several alerts observed following the implantation: - [27] the device was reinitialised 1 times since the beginning of life. - [a26] reset occurred on: (B)(6) 2023. - [5] atrial lead impedance < 300 ohms: 299, (B)(6) 2023. - [a3] technical issue on (B)(6) 2023. Contact microport crm.

Manufacturer narrative:
Overconsumption leading to a premature battery depletion has been observed. This overconsumption is triggered by electromagnetic interferences (emi) induced by an electrocautery use during the implantation procedure, very close to the concern device and in a very specific phase of the automatic implantation detection: within five minutes after the ventricular lead connection confirmation. Electrocautery is not recommended once the device is in the pocket since it cannot be used far from the pacemaker. At reception, the device has been opened and deeply analysed. The pacemaker protections against emi have been tested and confirmed working as intended. No device failure has been confirmed. However, this complaint is recorded for trending purpose to assess the need to implement any improvement.